Event description:
A malfunction was reported on a pump following a cartridge change. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue occurs again, which the customer acknowledged and understood.